Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were in a car crash where they were suspended upside down and dangling. They stated that since then, the device did not help with symptoms, they got jolts and felt stimulation differently than they did before. During the call the patient programmer showed stimulation was on program 4 at 2.4. The patient turned stimulation off. They were planning to contact their healthcare provider to get the ins replaced. No further complications were reported or anticipated.